Event description:
It was reported that the customer's fill estimates were inaccurate. The customer indicated they would change their cartridge and infusion set as they had been in use for four days. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested up to 72 hours. In addition, the user guide states to change the infusion set every 48-72 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.